Manufacturer narrative:
The investigation of aic - system self-check error has been completed. The data logs confirmed that multiple unexpected controller shutdowns had occurred. The system self-check error could not be reproduced. The console booted up correctly. The unexpected shutdown/reboot issue could not be reproduced. The console was physically inspected, and no physical defects were identified. The cause of the issue was most likely a defective component. F6/f8-should have been left blank on manufacturer device report 1220648-2024-10157.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the automated impella controller (aic) had a system self-check error leading to another device being used. There was no reported patient harm. During product maintenance, the failure was unable to be reproduced.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.